Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with constant alarms followed by unexpected off no power alarms due to poor solder joint on the mother board. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, a scratched reservoir tube window and a stained end cap sticker.

Event description:
It was reported that the customer's insulin pump was alarming and the alarm would not resolve itself when the battery was changed. Customer also received an off no power alarm with a brand new battery. Customer's blood glucose was 269 mg/dl. Nothing further reported.